Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported shaft detachment was able to be confirmed. The reported physical resistance was unable to be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The xience prox is currently not commercially available in the us.

Event description:
It was reported that during a coronary procedure of the right coronary artery vessel with a very tortuous abdominal aorta the 3.0 x 15 mm xience prox stent delivery system was being advanced with resistance through the tortuous aorta while in the guide catheter when the mid-shaft was noted to be broken. The resistance was due to anatomical tortuousity, not an interaction of the devices. The device was removed from the anatomy inside the guide catheter without reported issue and a second unspecified stent was used to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.